Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed with no lights visible on the back panel. A field service engineer (fse) replaced the controller board for drawer and the module board for the entire drawer. After testing, the drawer was successfully recovered by the customer with no further issues. The final diagnostics were completed using hardware test application (hta), confirming full functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 4.1 and 4.2 were failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.